Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the force bipolar instrument for failure analysis investigations.

Event description:
It was reported that during a da vinci-assisted procedure, when applying energy on a skeletonized vessel the single port (sp) force bipolar (fb) extended range instrument did not achieve coagulation although appropriate tones were heard. The "white connection" was missing. The surgeon needed to open the jaws of the fb instrument to apply energy. Superficial coagulation was possible, only if there was no tissue in the clamp (i.e. Opened clamp over the length of the vessel) or when the bipolar was not closed but this way no hemostasis was achieved after coagulation. The jaws of the fb instrument opened and closed with no abnormalities. As a result of this event, prolonged surgery of less than 15 minutes and an estimated 150ml of blood loss was observed. The procedure was completed using the same fb instrument to which the surgeon applied monopolar current on the bipolar clamp to achieve hemostasis.